Event description:
Additional information indicates that this product was programmed to monitor only as the patient was to undergo a competitor's rv lead revision procedure.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited out of range pacing impedance measurements on a competitor's right ventricular (rv) lead. The measurements were greater than 2,000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this patient underwent a successful competitor's changeout. A new rv lead was implanted. This device has been reprogrammed back to monitor plus therapy. No further complications have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.